Manufacturer narrative:
Investigation: bd received three 20 gauge insyte autoguard units from lot 8323879 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage. Next, the engineer performed a function retraction test and all retractions were successful with no resistance. There was no observed delay to the retractions. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage was observed the engineer could not identify the exact root cause for these defects.

Event description:
It was reported that needle retraction issue occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "when pull white button, safety mechanism can¿t retract immediately." 3 occurrences were reported but the date/time or patient information was not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction issue occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "when pull white button, safety mechanism can¿t retract immediately." 3 occurrences were reported but the date/time or patient information was not given.